Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with a hematoma when it was discovered that the device eroded through the patient's wound site. The system was extracted with no complications. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.